Event description:
Novasure sterile device kit used in d&c hysteroscopy - novasure machine checked prior to use and was in good working order - novasure sterile device kit was attached to the unit as per manufacture - device failed - troubleshooting measures were taken and the device reset - four times device failed - replaced with new device kit and procedure continued as scheduled with good results for pt. Dates of use: 2009. Diagnosis or reason for use: d&c hysteroscopy.